Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage at the keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked display window, a broken belt clip slot, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the act button was unresponsive on the insulin pump. The customer reported the button had to be pressed several times to enable a response. The customer stated the issue has been occurring for the past two months. Customer's blood glucose was 107 mg/dl. The customer agreed to return the insulin pump for analysis.